Manufacturer narrative:
Title totally minimally invasive ivor-lewis esophagectomy with single-utility incision video-assisted thoracoscopic surgery for treatment of mid-lower esophageal cancer. Source diseases of the esophagus (2016) 29, 139¿145. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature case, there were forty-one patients with esophageal cancer in two groups underwent totally minimally invasive ivor-lewis esophagectomy (miie) with single-incision video-assisted thoracoscopic surgery (vats). Two anastomosis leakages were identified at post-operative date 12 and 14. Patients were followed at 3- and 4-month intervals and at 6-month intervals after the second year. Major morbidities, including intestinal obstruction and anastomotic leakage, occurred in three patients after discharge in group 1 while one patient developed late-stage anastomotic leakage in group 2.